Event description:
Procedure: midline catheter placement.. Inserted needle using ultrasound with good blood return. Threaded wire through needle. Pt c/o pain. Tried to withdraw needle and wire and the wire. Would not come out of the arm. Removed needle, coiled wire under dressing and took pt to ir. Radiology md needed to do 2-3 cm wide cut down to remove from pts arm. Wire appeared knotted upon removal. Wound closed with sutures and glue. See pictures for status of wire.

Manufacturer narrative:
Device was returned on 11/19/2013 for eval. Eval is pending at the time of this report.